Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) has moved from the insertion area and that they have pain and discomfort. The device remains in use. No further patient complications have been reported as a result of this event.